Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and no evidence of blood. A visual inspection determined that the heater wire was bent and detached from the tip of the hot jaw. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported during an endoscopic vein harvesting procedure, the hemopro 2 jaws split at the tip. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The product is returning.